Event description:
I had the essure procedure on (B)(6) 2013. Within 24 hrs, I was vomiting and in severe pelvic and abdominal pain. The implanting doctor would not even see me or acknowledge there was a problem. I continued for 3 weeks with severe nausea, rash on left side, pelvic pain and pressure, headache and metallic taste in mouth until surgical removal on (B)(6) 2013 by a surgeon in (B)(6). During surgery, it was discovered that the left coil had fallen out of my tube and was in my uterus. The surgeon was able to retrieve it intact as well as remove the other coil from my fallopian tube. Dates of use: (B)(6) 2013. Diagnosis or reason for use: birth control.